Manufacturer narrative:
The reported events of noise and damaged lead were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricle (rv) lead. Lead damage was suspected but was not confirmed. Technical support was contacted and recommended replacement of the rv lead to resolve the event. A lead revision is planned. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the lead was explanted and replaced to resolve the event. The patient was stable.